Event description:
During delivery of the cypher select plus sds to the lesion, resistance was met inside a cordis 6f xb 3.5 guiding catheter. The physician continued to push the sds forward despite the resistance, and the shaft of the sds cracked inside the guiding catheter. The broken sds was removed from the guiding catheter and a new sds was used successfully through the same guide. There was no report of patient injury. The target lesion was the left circumflex, which was moderately calcified and tortuous. Vessel angulation was noted as slight. The percentage of stenosis was 90%. No anomalies were noted when the device was removed from the package nor during prep.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.